Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the left ventricular (lv) lead dislodged. The lv lead was revised. Subsequently the patient developed a pocket infection and the implantable pulse generator (ipg) and lead were explanted. No further patient complications have been reported as a result of this event.